Event description:
It was reported the patient presented remotely. Upon review of the transmission, it was observed the pacemaker had not triggered an alert for atrial fibrillation (af) burden when the patient had been in af for 3 months. There was no intervention. Patient was stable.